Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 4.00 x 38 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from mid to distal section of the stent were noted to be lifted from their crimped position and pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery. A 4.00 x 38mm synergy drug-eluting stent was advanced for treatment. However, as the physician tried to cross the lesion, the stent started to accordion on itself while attached to the balloon. The device was removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery. A 4.00 x 38mm synergy drug-eluting stent was advanced for treatment. However, as the physician tried to cross the lesion, the stent started to accordion on itself while attached to the balloon. The device was removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported.